Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to the patient needing a longer lead. The physician was not happy with the numbers with this lead in it's current position and couldn't get a good placement without using something longer. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.